Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient lives in a nursing home and the caller indicates that the patient usually charges their ins themselves by holding the recharger antenna with their hand. Caller indicated that they charge daily for 2.5hrs until they see the image of the full battery with droplets. Caller says that the patient has been charging for awhile now and hasn't seen image with droplets. Caller also notices that patients tremor/shaking seems worse since he started charging. Per recharger, they are at 75 percent charged and working on last quartile. The recharger shows the stim is off. There is no error code on the recharger. It was reviewed how to turn stim on and it was done successfully. Patient's tremor quieted down at that point. Caller did notice the patient had some difficulty with speech for 2-3 seconds after stim was turned on, but patient says this also happened when they turned stim on for the first time. The speech issues resolved at the end of the call but the patient still had a slight tremor. It was reported to be a sudden change in therapy/symptoms (return of tremor). No further complications were reported or anticipated with this event.